Manufacturer narrative:
Citation: kostopoulou a. Permanent pacing after transcatheter aortic valve implantation of a corevalve prosthesis as determined by electrocardiographic and electrophysiological predictors: a single-centre experience europace. 2016 jan;18(1):131-7. Doi: 10.1093/europace/euv137 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical, electrocardiographic, and electrophysiological predictors of conduction abnormalities in patients undergoing tavi with the corevalve(r) prosthesis. All data were collected from a single center between january 2010 and february 2012. The study population included 48 patients (predominantly male; mean age 81 years), all of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients adverse events included: left bundle branch block (lbbb); complete heart block (chb); right bundle branch block (rbbb); left anterior hemiblock (lah); and permanent pacemaker implantation. Based on the available information, there was likely correlation to medtronic product. No additional adverse patient effects were reported.